Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. Two 18-6/5.8/75 xxl esophageal, a 14-4/5.8/75 xxl vascular and a 16-4/5.8/75 xxl esophageal balloon catheters were advanced for post-dilatation. However, during inflations, the balloons were ruptured. The procedure was completed by using additional balloons. No patient complications were reported.